Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The initial report of infection was received on (B)(6) 2010 and is normally submitted via an alternative summary reporting (asr). Information was subsequently received on (B)(6) 2011 that revealed an out of spec condition for the lead. As there is new information, this lead no longer qualifies for asr, and is therefore being submitted as a bimonthly report. Evaluation summary: (B)(6): the full lead was returned and analyzed and found the helix disengaged from helical channel. There was blood/body fluid on the outer tubing overlay, the outer tubing overlay had breached cut, and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
Infection and erosion were reported. The lead was removed. The right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.